Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an infection. As a result, the crt-d device, the right atrial (ra) lead and the right ventricular (rv) lead were explanted. It was noted that the left ventricular (lv) lead was unable to be extracted and it will be removed when the patient undergoes an aortic valve replacement. The rv and lv leads are not boston scientific products. In addition, a new rv lead was temporarily implanted. It was subsequently reported that the patient passed away approximately eight hours after the surgical procedure due to complications. It was indicated that the extracted products will not be returned.